Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer inspected the analyzer and found a contaminated sample probe. He replaced the sample probe and checked the rinse volumes. He verified the module's performance by successful mechanical checks, calibrations, qcs, and a 21-cup precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from multiple patient samples tested on the cobas c 503 analytical unit. The reporter provided one example of discrepant results: the initial result was 14.8. The repeat result was 114. The unit of measurement was requested but not provided. Flagged critically low results in the laboratory information system (lis) prompted the patient sample rerun.